Manufacturer narrative:
This report is being filed retrospectively in response to observations documented within an FDA establishment inspection report.

Event description:
On (B)(6) 2018 an i.v. Station device compounded and passed vancomycin preparations, which when later tested, had higher potency than expected. There are no known adverse patient effects.